Event description:
It was reported that the patient went to the ER with symptoms of "more sedated than normal", heart rate decreased, and blood pressure decreased. It was also reported that the patient had an altered mental status, overdose symptoms, and was "hard to rouse." The pump was set to a minimum rate which was a 97% decrease. By the time the pump was turned to a minimum rate the patient was "alert and vital signs were stable." The pump was infusing infumorph.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unknown. Catheter model: 8596sc, serial# (B)(4), implanted: (B)(6), explanted: unknown. (B)(4).